Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; installing the implants too deep. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition." Model number, lot number, manufacture date, exp date and gtin: 2nd (middle): ifuse-3d implant, p/n 7045m-90, lot# 2731861, mfd. 03/03/20, exp. 2025-07-22, gtin (B)(4). 3rd (caudal): ifuse-3d implant, p/n 7040m-90, lot# 2731621, mfd. 03/27/20, exp. 2025-03-27, gtin (B)(4).

Event description:
The patient had a left side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient reported left side radicular pain immediately after the initial procedure. The surgeon determined that the middle and caudal positioned implants may have been impinging on the neuroforamen and pushing bone fragments into the neuroforamen causing radicular pain. In (B)(6) 2020, the surgeon performed a revision procedure where he pulled back, but did not remove, the middle and caudal positioned implants a few millimeters each to relieve the impingement. The preexisting cranial positioned implant was not adjusted or removed. The status of the patient following the revision procedure is not known.